Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) after wearing the pod for approximately over 72 hours. The patient noted redness, swelling, tenderness, and a small lump at the cannula insertion site, and reported soreness in the arm for several hours prior to pod removal. On the following morning, (B)(6) 2026, the patient presented to the dapto healthcare facility and was diagnosed with a skin infection. The consultation lasted approximately up to half an hour, and the patient was prescribed antibiotics (dicloxacillin viatris 500 mg tablets), to be taken as four tablets daily for six days. The patient reported resuming insulin therapy by applying a new pod and was advised returning for follow-up assessment if the skin infection did not improve.